Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as suture retrieval issue needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a radiofrequency (rf) ablation interventional procedure. Reportedly, a suture break occurred when the plunger of the first prostyle was removed. The suture of a new prostyle device was successfully pre-placed. The rf ablation procedure was completed. Hemostasis at the large-bore vein was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.